Event description:
It was reported that the patient experienced elevated blood glucose levels (267mg/dl) with large ketones. It was reported that the pump emitted no prime alarms previously in the day.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: there were no alarms outside normal use observed in the pump histories. The data for the time of the reported incident is unavailable for review due to continued pump use. A review of the available data indicated that insulin delivery totals correctly reflected programmed values. Investigation could not be adequately completed due to unresponsive keypad buttons.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.